Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for flashing white display. The customer¿s blood glucose was unknown. Customer reports they received a critical pump error (open book image). Customer reported that when he went to connect the insulin pump to make sure of insulin it would not do anything just the screen being white. Customer has been disconnected since saturday. Customer reports display is solid white. Advised pump will have to be replaced. Advised the customer to revert to a back-up plan per hcp¿s instruction. The insulin pump will be returned for analysis.